Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of faulty socket was confirmed. As a result, the image was dark and no image appears periodically. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center socket is faulty and the scope is unable to be detected. In addition, a blackout screen was noted. The event occurred during preparation for use and a similar device was used to complete the procedure with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿the screen was blackout¿ was reproduced and was determined to have occurred due to faulty socket (ex board). The phenomenon ¿the scope could not be detected¿ was not reproduced. Olympus will continue to monitor field performance for this device.